Event description:
Draeger medical systems has rec'd info from a customer that while monitoring a pt's sp02 values with our delta xl pt monitor, and using another mfrs device to compare the measured sp02 values, they reported a 10% difference in the oxygen saturation levels between the two devices. In addition, the user reported on occasion the sp02 sensor had to be replaced, because the monitor was not displaying an active sp02 value. There was no report of a pt injury.

Manufacturer narrative:
We have requested the return of the cited pt monitor, and sp02 sensors used during the reported incident for our evaluation.